Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump gave critical error alarm and the customer's blood glucose was not known. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No critical pump error (open book) noted, however the pump was received with a continuous loop at the medtronic logo, problem isolated to electrical board. Unable to perform the full functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to loop at the medtronic logo.